Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A thv valve was implanted within the existing edwards surgical device. No other information was provided.

Manufacturer narrative:
(B)(4). The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: a1-a3, b5, d1, d4 (model and serial numbers), d6a, e1, g4 (510k #), and h6 (component codes, health effect - clinical code, and device code(s)).

Event description:
Edwards received notification that this 81-y-o patient with a 6900p27 valve implanted in the mitral position underwent intervention for a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to calcification leading to severe stenosis. The patient presented at the hospital with symptoms of nyha class IV and stroke. A 26mm sapien3 valve was implanted within the existing surgical edwards valve using the trans-septal approach. The patient was noted as to be discharged at home. As reported, the calcification appeared aprox. 4 years after the implant and doctors followed the patient until it became a severe stenosis, when they decided to put a thv valve.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.